Manufacturer narrative:
It was indicated by the customer that the sensor used during the reported event has been discarded; and therefore, could not be returned to masimo for evaluation.

Event description:
It was reported that an incident occurred in (B)(6) of 2015 just after installation of ge monitors with masimo set in operating room. Female patient in for gynecological procedure (age unknown). Patient obese and in trendelenburg position. Patient had anatomically normal fingers, no clubbing, nail polish or artificial nails. Spo2 at beginning of case =100%. During case spo2 started to drift down into the 80%s. The doctor increased fio2 to 1.0, took patient out of trendelenburg position, increased peep, performed a bronchoscopy to verify ett position, repositioned spo2 probe to another digit, disconnected and reconnected spo2 sensor from (sp?) Patient cable and asked the surgeon to stop the procedure. None of these actions increased the spo2 of patient. Spo2 probe changed for a new probe and the spo2 immediately went to 100%. Probe and cable not returned as these are no longer in the possession of the hospital (most likely thrown out)."